Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown intima ii - leakage. On (B)(6) 2025, while preparing to administer an intravenous infusion to a patient, a nurse noticed that fluid was still leaking from the indwelling needle after it had been clamped shut. The nurse promptly replaced the indwelling needle with a new one and did not use the old one, thus causing no harm to the patient.

Event description:
No additional information is available.

Manufacturer narrative:
A complaint history check was unable to be performed since no material, lot/batch number was provided. A device history record (DHR) review was unable to be performed since no material, lot/batch number was provided. Retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.